Manufacturer narrative:
The cause of the non-reproducible advia centaur xp hbsagii results and the confirmed (B)(6) result is unknown. A 20 replicate precision study was performed on instrument #1 using siemens positive hbsag qc. The first precision run yielded a mean = 5.36 with a 10.69% cv, cv out of acceptable range. The second precision run yielded mean = 5.42 with a 6.47% cv, within acceptable range, the upper limit being 6.61%cv. The cse performed a total service call. They found 3 bent aspirate probes (replaced) and a loose pinch valve causing wash 1 to accumulate under the wash manifold (replaced). They also replaced the reagent probe 3 heater coil and tubing. They performed qc and returned the system to operation. Later that evening they called for failed daily cleaning procedure (dcp). They found a blockage in the luminometer waste chute. This was cleared and they completed the dcp. The system was returned to operation. Discordant results when using this assay are primarily caused by poor wash performance or poor sample quality. Several parts were found defective and replaced that could have caused the discordant results. For this reason, the cause could not be identified. The cse performed a total service call on instrument #2. He found a damaged waste tubing and it was repaired. He also found a loose 3 way valves that was causing a pool of water under the wash block loose valves were tightened. The system was returned to operation. Discordant results when using this assay are primarily caused by poor wash performance or poor sample quality. Several parts were found defective and replaced that could have caused the discordant results. For this reason, the cause could not be identified. The cse performed a total service call on instrument #22. No major issues were found. No conclusions can be drawn. Siemens continues to troubleshoot with the customer. The limitations section of the instruction for use (IFU) states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The (B)(6) confirmatory instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers." The lot number and UDI of the advia centaur hbsag confirmatory reagents is unknown at this time.

Event description:
Customer observed a number of non-reproducible results using the advia centaur xp hbsagii assay. Customer also observed a sample that was confirmed with the advia centaur xp hbsag confirmatory (conf) assay that was historically (B)(6). There are no reports that treatment was altered or prescribed or adverse health consequences due to the non-reproducible advia centaur xp hbsagii results or the confirmed (B)(6) result with the advia centaur xp hbsag confirmatory (conf) assay.

Manufacturer narrative:
MDR 1219913-2017-00059 was filed with FDA on february 28, 2017 reporting (B)(6) results using the advia centaur xp hbsagii assay. Customer also observed a sample that was confirmed with the advia centaur xp hbsag confirmatory (conf) assay that was historically (B)(6). Additional information - april 14, 2017. Confirmatory reagent lot # 04931118. UDI for hbsag confirmatory is : (B)(4). Date of manufacture: 04/21/2016. Date of expiration: 04/21/2018. Not all the samples were not available for additional testing, therefore siemens is unable to determine root cause for each sample. The customer sent the following sample to siemens. Siemens tested the samples with advia centaur hbsagii reagent lot 109096. The sample was tested both neat and treated with a heterophilic blocking tube (hbt). (B)(6). The significant decrease in rlu and index is indicative of a heterophilic interference being present in the sample. The limitations section also states: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Twelve (12) patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." Additional discussions have been held with the customer. Pre-analytical factors or sample specific issues cannot be ruled out.